Event description:
Customer was hospitalized for dka. The contact informed that the customer was feeling nauseated and vomiting. Troubleshooting was performed. The pump passed the functional testing. The insulin concentration, time and date, and basal rates were correct. The alarm history was reviewed and found several different alarms. Also the bolus for the last two days was missing. It was stated that the customer indicated that the batteries do not last, and the remote does not work with the pump.